Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2016. Esophageal dilations were performed on five different occasions as well as steroid taper on three different occasion to alleviate post anti-reflux procedure dysphagia. Device explant (B)(6) 2016 due to severe dysphagia. Device was appropriately positioned around the les but was noted to be slightly tilted at the time of explant. Linx replacement device implanted at the time of explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2016. Esophageal dilations were performed on five different occasions as well as steroid taper on three different occasion to alleviate post anti-reflux procedure dysphagia. Device explant (B)(6) 2016 due to severe dysphagia. Device was appropriately positioned around the les but was noted to be slightly tilted at the time of explant. Linx replacement device implanted at the time of explant.